Event description:
Harmonic ace worked fine for several hours but stopped working during procedure. Per circulator in the room, the message on the harmonic generator states "reactivation switches". It was decided to replace the harmonic ace which was completed without incident.